Manufacturer narrative:
.

Event description:
It was reported that the syncopal patient presented to the ER after receiving multiple hv therapies for ventricular tachycardia/fibrillation, which were successfully converted. Upon interrogation, an alert for high, out of range hv lead impedance was observed. The competitor ICD showed an alert noting that shocks could not be delivered due to a circuit break. The patient was hospitalized and continued to have vt/vf episodes, where external defibrillation was unable to break the arrhythmia. The patient expired. The physician does not believe the patient expiring was a result of the out of range impedance, but the result of the vt/vf that could not be converted using external defibrillation.